Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had detected duplicate address. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the duplicate cubie was detected. A technical support specialist reviewed health sight viewer (hsv) and found a notice indicating cubie pocket or duplicate address detected. The tss manually unloaded the parent storage space keys for pockets auxiliary 1.1 and 1.2, performed a database backup, and completed a data synchronization on the device. The customer logged in and attempted to reload the pocket and confirmed results. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had detected duplicate address. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.